Manufacturer narrative:
Correction information was provided in b.7. (Fellow eye pseudophakic). Additional information was provided in b.5., b.6., b.7., d.10., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscoelastic device) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received, there was no patient harm. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced flickering of light, peripheral arcs visible in both eyes, halos and starbursts (worse than before surgery) in daylight and darkness, she was wearing glasses for all distances and having issues with the clarity of small print even with the prescription. She wears glasses at night while watching tv with a blue light filter to help with the glare. She still had an astigmatism in right eye. She tried multiple drops for lubrication some prescription, without success. She tried two eye glass prescriptions that led to current prescription, which was better but not perfect. She was told that she could have the lenses removed and replaced with other lenses as long as she had not had laser treatment prior to replacement. However, there are no guarantees that other lenses would be better and might be worse than the ones that had now. The eyecare provider given eye drops, glasses to help with this issue. The last time she saw the eye care provider was on (B)(6) 2024 (surgeon), (B)(6) 2024 (optometrist).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.